Manufacturer narrative:
Concomitant medical devices: 5076-65, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high left ventricular (lv) lead thresholds. The device was explanted and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.